Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the fastpath summary revealed rv pacing impedance measurements but upon reviewing stored transmission strips, it showed measurements were not performed. Device remains implanted. No further information available.